Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: vamc3030c200tj, serial/lot #: (B)(4), ubd: 11-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for an endovascular treatment of a 58mm thoracic aortic aneurysm. It was reported a follow up CT scan on a unknown date showed aneurysm formation on the proximal region of the stent graft. As per the physician the cause of the event cannot be determined, an intervention procedure was carried out and valiant stent graft vamf4040c200tj was implanted just below the lcca. The procedure was completed without any endoleak. No additional clinical sequalae were reported and the patient is fine.